Event description:
Brand new libre 3, used for about 3 weeks. Applied new sensor, second one with this device, as it was telling me to do that. Let the device "warm up" for over an hour to connect to the new sensor. It failed. Error message "no sensor". Called abbott and was told we'd be getting a new device and sensor. We have not, and they did not send an email as promised with case reference number. This is a life threatening situation as I am recovering from a stroke, on dialysis, type ii diabetic and don't have a proper manual glucose test kit. The lack of concern by the customer representative is appalling. Reference report: mw5169695.